Event description:
It was reported that the pump emitted an altitude alarm, indicating a potential issue. There was no adverse impact to the customer's blood glucose level. The customer, following instructions from technical support, removed an obstruction from the speaker holes, cleaned them, and attempted to resume insulin delivery. Despite these efforts, the alarm persisted until a new cartridge was loaded and the pump was allowed to dry for two hours, after which normal operation resumed. Technical support concluded that the pump had likely been exposed to moisture and provided preventive tips for altitude alarms. The customer acknowledged these instructions.